Manufacturer narrative:
Patient code 3191 captures the reportable event of surgical intervention. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was noted that the shock was inappropriately administered due to oversensing of noise. Boston scientific technical services (ts) was consulted and discussed the noise appeared to be muscle noise, but suggested an x-ray to check system integrity as the r waves had decreased. An x-ray was taken which showed no significant findings and system placement was verified. The physician believed the noise to be related to muscle noise. The physician consulted with the patient and the decision was made to turn off tachycardia therapy in the s-ICD following the shock as there may be indication tachycardia therapy may not be needed for this patient.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgical intervention.

Event description:
Additional information was received that oversensing of noise continued. A revision procedure was performed where both the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted.